Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for evaluation. The account reported that the low flows were due to the patient's clinical status; however, a correlation between heartmate 3 (hm3) left ventricular assist system (lvas) serial number (B)(6) and the reported right heart failure, respiratory failure, septic shock, renal failure, and lactic acidosis could not be conclusively determined through this evaluation. A direct cause for the reported events also could not be determined. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure, respiratory failure, renal failure, sepsis, and death. This section also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling., and also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. This section also contains a subsection on ¿controlling infection.¿ section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook , rev. C: section 4 ¿living with the heartmate ii¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean and undamaged. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flow alarms post operation not associated with positional changes. The pump was running and the patient was awake and oriented. The patient received albumin. The patient's clinical status continued to decline. The device functioned as intended and was discontinued when the family decided to withdraw care. The patient expired on (B)(6) 2021 due to acute on chronic systolic heart failure due to nonischemic cardiomyopathy and valvular cardiomyopathy. Additional causes of death included acute respiratory failure, mixed cardiogenic-distributive-septic shock, acute renal failure, and lactic acidosis.